Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service because the patient was receiving inappropriate shocks. During the same procedure the physician elected to abandon the abdominal pocket, and implant a new device ice (1762) on the right side.